Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) ac reel cord is damage.

Manufacturer narrative:
Updated fields: d9 (device available for eval), h6 (investigation type, investigation findings & investigation conclusions). Corrected field: e1 (initial reporter & event site email), h6 (clinical code & impact codes). The fse that encountered the issue replaced the ac power cord reel (0012-00-1688-21). The fse performed a full calibration and tested the unit to manufacturer's specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) ac reel cord is damage. There was no patient involvement.